Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual injection and changing out their set. Customer experienced a slight headache that does not go away as a result of high blood glucose.